Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device began to start and stop. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-06355 and medwatch 2210968-2012-06356. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation.